Manufacturer narrative:
The investigation has been completed, the logs recorded that after the purge cassette was inserted, the purge pressure low alarm was issued. Later, the purge issue escalated to controller failure (purge pressure sensor defective) and air in purge system alarm. Several alarms occurred alternatively until the console shutdown. The user attempted to perform a purge wizard, de-airing, but the purge pressure was not brought up to a normal range. Real time logs revealed abnormality in purge pressure. As the personal computer (pc) was inserted and piston was advanced, the purge pressure had no obvious increment. Furthermore, the purge pressure was noisy and even dropped to -4 mmhg. The console was tested with a known-good pc and pump without reproducing the reported alarms. The purge wizards were tested out without an issue and purge pressure sensor was tested within specifications. The root cause of the purge issue was unable to determine because the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge issue. Air detection system was not working. No clinical details regarding resolution was provided. No patient was involved.